Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was depleted and failed to charge. The customer sent the device to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery was depleted and failed to charge. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device was found to be infested with insects and was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted and failed to charge. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.